Manufacturer narrative:
No product is being returned for device analysis. (B)(4).

Event description:
During hip arthroscopy the doctor drilled the hole and he passed the suture through the labrum. The drill guide was placed on the acetabular rim and they introduced the anchor through the cannula in the prepared drilled hole. As he started malleting the anchor down into the drilled hole; they got off angle and the anchor was driven down. They turned the knob to the right to hear the click. They turned left to release tension on the inserter. They malleted the inserter out and saw the plug sitting down as well as the metal inserter (sub-assembly #90504930) that had sheared off. The rep mentioned to the doctor to remove the metal inserter as that was not part of the implant. The doctor instead drove it in the rest of the way, leaving the metal inserter in the patient. They used a second anchor next to this one using the same lot # and there were no issues.